Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus representative reported that there was no image shown on the monitor. The issue occurred during preparation for use for a diagnostic procedure. The device was replaced and the intended procedure completed using a similar device. There was no patient harm associated with the event. No user injury reported.

Manufacturer narrative:
The device was returned to olympus. Upon inspection and testing of the returned device, the customer's allegation was not confirmed. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.